Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed failed battery test during an infusion set change. The blood glucose reading was 166 mg/dl. The customer stated that neither the battery compartment nor spring were damaged or corroded. Upon troubleshoot, the insulin pump still alarmed failed batter test. Advised replacement f the insulin pump. Nothing further reported.